Event description:
I was forced to have ect. I was traumatized by the callousness of staff and the disregard for my wishes. I do not know how much I have been harmed, but I think it has had a disabling impact on my life. In coinjection with the ect, I entered a coma and nearly died. I also was force drugged and had seizures as a result. The harmful effects included worsening of my short term memory. Having poor short term memory has resulted in disabilities related to work performance and ability to remember instructions and names. I do not believe I was mentally ill at the time the alleged treatments occurred. It was coercion and malpractice.